Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/03/2017. (B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and prolene soft mesh was implanted concurrently with total abdominal hysterectomy and bilateral salpingo-oophorectomy. It was reported that following insertion the patient experienced vaginal mesh erosion, dyspareunia, vaginal bleeding, atrophic vaginitis, burning, irritation, uti, and sui. It was reported that patient underwent revision and removal of exposed vaginal mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6).